Event description:
Complainant alleged that during functional testing, the device displayed "airway pressure sensing failure - 1052." Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was verified. The smart pneumatic module(spm) was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.